Manufacturer narrative:
An event regarding altr involving a meal head was reported. The event was not confirmed. Method and results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported by the patient's spouse that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2012 and was revised (B)(6) 2016 due to painful hip. The postoperative diagnosis was "painful right total hip arthroplasty secondary to adverse local tissue reaction due to mechanically assisted crevice corrosion at the head and neck junction".

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patinet's spouse that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2012 and was revised (B)(6) 2016 due to painful hip. The postoperative diagnosis was "painful right total hip arthroplasty secondary to adverse local tissue reaction due to mechanically assisted crevice corrosion at the head and neck junction".